Event description:
The physicist reported a cine drive not available error message at completion of boot up. The system had a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.